Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous left anterior descending artery. The 3.0x8mm quantum maverick balloon was used to predilate the lesion. The number of inflations, to what atmospheres and for how long is unknown. A promus stent was implanted. The 3.0x8mm quantum maverick was re-introduced into the patient for post dilation. The number of inflations for post dilation is unknown; however the device had been inflated about ten times between pre and post dilation use when the balloon ruptured at ten atmospheres. The balloon was removed intact. The procedure was considered to be completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6) age. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: functional testing was performed on the received device with an inflation device and found the received device did not continually hold pressure. Blood and contrast were present throughout the inflation lumen. Microscopic inspection of the balloon identified three pinholes with what appear to be drag marks. The pinholes are located approximately 3mm from the distal end of the proximal markerband. No other damage was found. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous left anterior descending artery. The 3.0x8mm quantum maverick balloon was used to predilate the lesion. The number of inflations, to what atmospheres and for how long is unknown. A promus stent was implanted. The 3.0x8mm quantum maverick was re-introduced into the patient for post dilation. The number of inflations for post dilation is unknown; however the device had been inflated about ten times between pre and post dilation use when the balloon ruptured at ten atmospheres. The balloon was removed intact. The procedure was considered to be completed. No patient complications were reported and the patient's status is good.